Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose was 48 mg/dl, which was being treated with orange juice. Troubleshooting was initiated for the low blood glucose. No apparent anomalies were noted on the insulin pump or within the insulin pump settings. The customer began throwing up during the call and the mother got off of the phone to take him to the hospital. The insulin pump was not returned for analysis.